Event description:
It was reported that the implantable neurostimulator (ins) displayed a short at contacts 8 and 9. The measurement was less than 100 ohms. Three days later it was reported that no further diagnostics were performed. The patient was programmed at contact 11 and additional intervention was to be determined. The patient¿s tremor was under control, but he had significant dysarthria. The patient was a little slow to respond to questions and was very lethargic. The nurse who had the patient pre-operatively noticed he was the same prior to surgery. While the reporter was there the patient was alert and the patient answered all of his questions before he left. The patient was scheduled for an appointment on (B)(6) 2014. Refer to manufacturing report #3004209178-2014-10033 as the previous ins displayed the short prior to replacement.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v645331, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v645331, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).